Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That an ennovate mis downtube short (part # sz378r) was used during a minimally invasive transforaminal lumbar interbody fusion (tlif) procedure performed on (B)(6) 2021. According to the complainant, during the surgical procedure, the attachment mechanism of the device dislodged and stuck to the pedicle screw. An x-ray was performed to confirm the part location, and then the surgeon retrieved the fragment from the patient. A surgical delay of approximately 10 minutes was reported. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the intervention performed. Although requested, additional information has not been made available. The adverse event is filed under aag reference xc (B)(4); cc (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No changes required.